Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device was out of calibration. The cause of the issue was not determined.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was going into an over temperature state. No patient injury or complications were reported in relation to this event.